Event description:
A representative of health (B)(6) reported that defects in the material of an intraocular lens (iol) implant created glistenings or refractive anomalies in the matrix of the lens. These anomalies created disability glare effects for the patient. Additional information is not expected. There are two manufacturer reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).